Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. The patient desired stimulation coverage in his feet; however, he only felt stimulation in the upper part of his legs. As such, the physician decided to add a trial lead to the existing lead to provide the patient with coverage in his feet. The patient is to consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and the reported issue is now resolved.